Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during the hernia uterovaginal prolapse repair, the generator displayed an instrument error code and the blade tip was found to be broken. No patient consequence.